Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented to the emergency room after receiving a vibratory notifier for high rv lead impedance. The set screw was tightened successfully, and normal measurements were obtained. The patient will continue to be followed normally and was in stable condition.